Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that when the patient is in the shower and the water hits the battery it kind of sets it off or tingles. The patient stated that they initially feel a zap and then a tingling sensation. Th patient stated that this only happens when the water is hitting their back. Th patient has noticed any changes to the implant site and the patient stated that it always feels kind of warm on the battery on the skin. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no further steps were taken to resolve the zapping and warming sensation, they never heard of it. Patient did not feel warming all the time and the zapping issue was not resolved. Patient's weight information was not provided. No further a complications were reported/anticipated.